Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an error m-02 occurred when powering on the integrated electrosurgical unit erbe generator. The technical service engineer (tse) checked the error logs and found instances of errors m-02, m-18, and m-12. The tse guided the customer to power cycle the generator, but there was no improvement. The tse then inquired if the customer had a forcetriad, which they did, and guided them to connect and test it. The forcetriad worked as intended. The customer explained that they would use that configuration during the surgery but requested someone to check the erbe generator as soon as possible. The procedure was completed with no reported injury.